Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tew2020c82ee, serial/lot #: (B)(4), ubd: 11-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 70mmm in diameter abdominal aortic aneurysm. The proximal neck was 30-32 mm in diameter and 12 mm in length. The right was mildly tortuous and measured 19-15mm in diameter. The right femoral artery measured 11mm in diameter. It was reported that on a follow up x-ray scan, the right limb of the bifurcate had migrated proximally. The current maximum aneurysm diameter measures 76mm with no evidence of an endoleak. No intervention was performed. Two years post the index procedure, an ultrasound revealed that the aneurysm has decreased from 70 mm in diameter to 47 mm in diameter. Another year an ultrasound revealed the aneurysm has increased in diameter to 53 mm. The aneurysm has then increased in diameter to 53 mm. The aneurysm size was then reported to have been corrected from 76 mm in diameter to 82 mm in diameter. There was additional information provided that the endurant bifurcated stent graft ipsilateral limb that had migration proximally resulted in a distal type I endoleak. The patient also had a sigmoid diverticulosis with global vascular wall thickening. It was reported that the stent graft migrated 40mm. Over six years post the index procedure, the investigator elected to implant endurant iliac limbs bilaterally, the endurant 16x28x199 stent graft was implanted on the right resolving the migration and distal type I endoleak. There was also an endurant 20x20x82 stent graft implanted prophetically on the contralateral side. The investigator indicates that the event is related to the device and not related to the procedure. Three years and four months post the secondary procedure it was reported the patient experienced an aortic rupture with a type ib (distal end) endoleak, it was reported that the patient required hospitalization and intervention. This ib endoleak is reported to be not resolved. The site has assessed this event as related to the device and not related to the procedure. The sponsor assessed this event as related to the device and not related to the procedure. No cause of the event was reported. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
It was reported the aortic aneurysm rupture was probably secondary to the type ib endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the type ib endoleak has resolved. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.